Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00241-00. The date of that submission was 11-aug-2025. D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. One used sample of tts pediatric trach tube was received for evaluation. As received no physical damage or other anomalies observed. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed not to inflate. The cuff was pinched to allow fluid into the cuff and the cuff inflated. The complaint of balloon not inflating can be confirmed. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.

Event description:
It was reported that the tts cuffed tubes are not inflating even when following manufacturer recommendations. A patient had emergency trach change and when cuff could not be inflated, leading to the patient to need for CPR. There was patient involvement and unknown patient harm. Event occurred during immediately in use at the hospital. Operator of the device was a health professional.